Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 and a se 2367, which occurred on the homechoice (hc) during use during dwell 3 of 5. The home patient (hp) was connected. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr explained the alarm. The hp would discard the supplies and call the registered nurse (rn) regarding the missed therapy. The tsr told the hp that all unused clamps should be closed to avoid the alarm. The hp stated that the white clamp was open on an unused supply line. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated that the white clamp was open on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.